Manufacturer narrative:
The product has not been returned. The product investigation is pending. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that immediately after the customer connected the smart touch catheter to the carto 3 system, noise was displayed at all ic and ECG channels both on the carto 3 and pruka systems. It was impossible to read the signals correctly. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Additionally the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, immediately after the physician connect the smart touch catheter to the carto system, the signal noise occur on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system (pruka system)at the same time. It was impossible to read the signals correctly. In addition, error 8 (stimulation routing is disabled) was appeared. Replacing the cable was not solved the problem. Multiple attempts were done to request for further details to specify in which stage of the procedure this issue occurred and was there any signal available to monitor the patient¿s heart rhythm. However no additional information was provided. Upon following up with the customer, bwi received additional information on july 8th 2014 which is now indicative of a reportable event. It was stated that the signal noise occurred when the catheter was connected to the system after it was inserted into the patient. The physician did not have any signal available to monitor the patient¿s heart rhythm. The problem was resolved by replacing the catheter. In addition, there was pacing problem and the customer couldn¿t pace from the ablation (st) catheter.